Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: balloon rupture. Time of device issue: during procedure. Adverse event: none. It was reported that during a mid circumflex interventional procedure, the voyager balloon ruptured during the first inflation at 16 atmospheres (atm). There was no adverse pt effects reported. Although requested, there was no add'l info provided.